Event description:
It was reported that the lead was damaged during the implant procedure. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed) and the lead appeared to have been damaged at implant.